Event description:
It was reported that during a pre-discharge check, the right atrial (ra) lead was found to exhibit loss of capture and sensing upon device interrogation. Chest x-ray confirmed dislodgement of the ra lead. The ra lead was successfully repositioned on (B)(6) 2026. No patient symptoms were reported, and the patient was in stable condition.